Event description:
Pt was diagnosed with oesophayeal cancer. Had surgery and during surgery it was found out that the pacemaker had expired. Pacemaker was removed and replaced. Pt had atrial fibrillation during surgery. Pt is now fine.